Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited infection with sepsis. Reportedly, the patient was septic and the entire system will be removed due to vegetation of the leads. A revision was performed and the lv lead was explanted. There were no additional adverse patient effects reported. The lv lead was not returned.